Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2009 and dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high impedance on the superior vena cava (svc) coil, which was then programmed off. Several days later, the rv lead triggered an alert for undefined high rv coil impedance. The rv lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.